Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during first firing on a laparoscopy-assisted distal gastrectomy, when the reload was attached into the adapter and tried to check the opening and closing, the jaws were unable to be open and close. The product was not used to patient. The procedure was completed with another device.